Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation; 2 events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by being run with water inside. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.